Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an open safety valve. Identification of issue has been done by analyzing problem description and device's logs. There was no patient harm. The issue was decided to be reported based on available information as the technical error may lead to stop of ventilation. According to the information provided by the technician, the safety valve pull magnet was replaced. The issue has been resolved and the device was delivered to the user in working condition. Defective part has not been returned for further evaluation. The root cause to the reported issue has not been determined.